Event description:
A customer reported that a system message displayed while removing viscoelastics from the eye. The parameter of infusion was not displayed. The irrigation pressure became unstable, the iris became "miosis", and then the iris became "mydriasis." The customer pressed the fluid/air exchanged button to view the parameter, it stated 100mmhg (millimeters of mercury), though it was set at 28mmhg. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).